Event description:
Customer reported that he was hospitalized in intensive care unit due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was over 600 mg/dl. Customer stated that his infusion set cannula was bent when it was removed at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.